Manufacturer narrative:
. Section e1: telephone number: (B)(6). Device evaluation: the product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. Should material be returned an evaluation will be performed and if there is any further relevant information a supplemental medwatch will be filed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. A search of complaints revealed 1 other complaint has been received for this production order number and the complaint issue is not related. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that an intraocular lens (iol) had unfolding issue with no patient contact with the product. Through follow up it was learned that the trailing haptic was missing, no patient contact was reaffirmed. No patient information was provided. No further information was provided.